Event description:
It was reported that the user experienced difficulty attaching the infusion set connector to the pump after installing a user-filled cartridge, though the connector attached normally when tried without a cartridge; the agent advised that the cartridge might be overfilled and instructed the user to press and lock the connector while disconnected, which resolved the issue. Customer care agent provided support that included troubleshooting with user education performed remotely. Investigation of this case revealed the connector could be attached when the cartridge was removed and after reattempting with firm seating, suggesting interference related to cartridge fill volume. No clinical symptoms and no change in blood glucose reported. Outcomes included no alerts, no alarms, and no need for medical care or hospitalization. It was concluded that the event was resolved through user guidance, with no device malfunction confirmed.